Manufacturer narrative:
The autopulse platform was returned to zoll on 07/24/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, the platform displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2). The customer tried to lift up the lifeband and reposition the patient; however, same issue persisted. The patient was removed and manual CPR was initiated. No adverse affects to the patient was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The defective load cell modules 1 and 2 were replaced to remedy the fault. During visual inspection, cracked front cover was noted and the drive shaft does not rotate smoothly, exhibits binding and resistance. The platform failed the initial functional testing due to error message ua 07 displayed when the platform was powered on. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization indicated that both cell modules 1 and 2 were found to be defective. Archive data review indicated multiple error message ua 07 on the customer reported date of (B)(6) 2017. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front cover was replaced and the clutch plate was deburred to remedy the sticky clutch, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).